Manufacturer narrative:
Complaint conclusion: information received from (B)(4) study indicated that a patient experienced a dissection and elevated cardiac enzymes after having coronary artery stents implanted. The patient's medical history is significant for hypertension, hyperlipidemia, family history of coronary artery disease, previous pci ((B)(6) 2004), tia (2008), myocardial infarction ((B)(6) 2004), muscle aches with crestor and lipitor, hypothyroidism, sleep apnea, diverticulitis, ventricular tachycardia and colorectal cancer. The indication for the procedure was non-st elevation acute coronary syndrome that had begun 49 hours prior to the procedure and had lasted 60 minutes. Angiography revealed 90% stenosis in the mid left anterior descending (lad) artery. The lesion was 15mm in length, de novo, and class a. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8atm and a 2.5 x 23mm cypher rx was implanted at 14atm. There was slight slow flow in the distal lad due to a mild distal edge vessel dissection, and a 2.5 x 8mm cypher rx was implanted with overlap at 14atm, distal to the initial stent. Flow appeared to be restored appropriately. The stents were not post-dilated. Pre and post timi flow was 3, and there was no residual stenosis. Pre-procedure troponin was 0.28 (uln 0.09), while ck and ckmb were within normal limits. Post-procedure, ckmb peaked at 17.5 (uln 3.6) and troponin I peaked at 3.28 (uln 0.09). The patient was discharged the day after the index procedure with no post-procedure cardiac events reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Angina, dissection and elevated cardiac enzymes are all common events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the event. Angina is a known potential adverse event following coronary stenting procedures. Review of the information provided suggests that the patient's medical history of coronary artery disease and hypertension may have contributed to the angina. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00256 and 3003742446-2011-00257.

Manufacturer narrative:
Pre and post timi flow was 3, and there was no residual stenosis. Pre-procedure troponin was 0.28 (uln 0.09), while ck and ckmb were within normal limits. Post-procedure, ckmb peaked at 17.5 (uln 3.6) and troponin I peaked at 3.28 (uln 0.09). The patient was discharged the day after the index procedure with no post-procedure cardiac events reported. Approximately 12 months after the index procedure, the patient experienced mild cardiac chest pain. The pain resolved without treatment, and according to the investigator, the pain was not related to the cypher stents. Concomitant medications: aspirin 325mg daily since 1954, levothyroxine 0.025mg daily since 1990, metoprolol 50mg daily since (B)(6) 2003, simvastatin 40mg since 2007, bivalirudin during procedure, clopidogrel 75mg pre and post-procedure. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00256 and 3003742446-2011-00257. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) study, a patient experienced a vessel dissection during the index procedure, elevated cardiac enzymes post-procedure, and stable angina approximately one year after the procedure. The indication for the index procedure was non-st elevation acute coronary syndrome that had begun 49 hours prior to the procedure and had lasted 60 minutes. Angiography revealed 90% stenosis in the mid left anterior descending (lad) artery. The lesion was 15mm in length, de novo, and class a. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 8atm and a 2.5 x 23mm cypher rx was implanted at 14atm. There was slight slow flow in the distal lad due to a mild distal edge vessel dissection, and a 2.5 x 8mm cypher rx was implanted with overlap at 14atm, distal to the initial stent. Flow appeared to be restored appropriately. The stents were not post-dilated.